Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected restart. Current blood glucose was 147 mg/dl. Customer put in a new battery in and it came up with numbers on the screen so put a new battery in and I got the same thing. Customer reported that they received unexpected restart after changing the battery. Advise that the pump will need to be replaced. Advise to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. The insulin pump was received with corroded battery tube noted.